Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "concerns with the product." Patient additionally reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and anxiety-product/ procedure was received on (B)(6) 2021 with lot number 1703683. Analysis of the returned device identified: broken shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: missing shell (0-25%), crease fold, striated broken and opening on radius. Base on the device analysis the final assessment is: a striated opening and broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "concerns with the product." Patient additionally reported unknown side rupture. Device has been explanted and replaced.